Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this right ventricular (rv) lead was repositioned due to perforation on the heart wall. A pericardial drain was placed to remove blood from tamponade and the patient was sent to surgery to remove a clot that formed in the pericardium. Additional information indicated that the perforation occured during implant while advancing the lead into the rv apex position. The rv lead remains in service. No additional adverse patient effects were reported.